Event description:
Bridge supported by implants failed. No defect in failed removal implants. Insufficient information from doctor who informed us to determine other cause of failure. Probable misuse/misdiagnosis by doctor.